Event description:
It was reported that this right ventricular (rv) lead over-sensed noise resulting in short pacing inhibition. During troubleshooting the noise and oversensing were only seen when the patient strongly inhaled or exhaled but were not reproducible during normal movements or manipulations at rest/lower rates. It was noted that all lead measurements were in range. Technical services was consulted, and rv lead troubleshooting was recommended in order to exclude mechanical issues/lead impairment. At this time, the physician has opted to increase the sensitivity floor. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.